Manufacturer narrative:
As the lot number was not provided, a complete manufacturing review could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during use of the feeding tube device, the balloon was allegedly punctured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was not provided. Therefore, a lot history review, device history records review and complete manufacturing review could not be conducted. Investigation summary: one tri-funnel replacement gastrostomy tube was returned for evaluation. Visual evaluation was performed on the device. A balloon rupture was noted near the distal tip. The device was further functionally evaluated for patency. The balloon was patent to infusion and aspiration with a leak noted at the balloon rupture. Therefore, the investigation is confirmed for balloon burst as a rupture was noted on the balloon proximal to the distal tip. A definitive root cause could not be determined. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the feeding tube device, the balloon was allegedly punctured. There was no reported patient injury.